Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00312 a physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The valve is connected to the bactiseal catheter (ID 823072). On (B)(6) 2023, due to suspicion of shunt obstruction, the valve replaced with another ID 828814. According to information provided, it is unknown if the patient experienced signs and symptoms of obstruction. No information about catheter failure was provided, and it is also unknown if it was removed and replaced.

Manufacturer narrative:
Bactiseal catheter (ID 823072) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The catheter (ID 823072) was returned for evaluation. Failure analysis - the catheter was visually inspected, no defects were noted. The catheter was too short to allow any investigation. Root cause analysis- the possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which leads to occlusion or could be due to biological debris and protein build up interfering with the catheter. However, it was not possible to confirm and identify the root cause of this assumption as the product was too short for investigation.